Event description:
It was reported the device was giving device leaked at the reservoir cover. No patient involvement reported,

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Broken power switch, wear and tear damaged line cord and front cover. Outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The device leaked water from the reservoir. The root cause of the report issue was found to be cracks in the tank cover and a crack near the drain fitting. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 28-dec-2021. Event date updated. No patient involvement.